Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (battery charger fault flags) was confirmed. As received, there was contamination on the charger battery board and the u13 cmos-flash microcontroller and d2 diode components on the bedside pca were shorted. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger and battery packs.

Event description:
A us distributor returned a patient's battery charger indicating that the patient had several battery charger fault flags.